Event description:
It is reported that the implant was used to treat hip dislocation, then hip dislocated again. A trilogy constrained liner was replaced with a new trilogy constrained liner. The first liner was not properly seated.

Manufacturer narrative:
Eval summary: a follow up phone call to zimmer (B)(4) confirmed the pt had dislocations with a competitor's non-constrained liner and was revised with a zimmer trilogy constrained liner in an attempt to correct this issue. The pt was revised again and a new zimmer trilogy constrained liner. Several probable causes for a dislocation are as follows: a lock ring issue; debris between the liner and shell during implantation; proud shell fixation bone screws preventing proper seating; incorrect rotational placement of the constraining tabs within the pt; incorrect impaction tool used; damage from reducing with an impact rather than with a strong steady axial force along the femur as large impaction force can damage the trilogy liner; soft tissue impingement during implantation of the liner to the shell or between the liner constraining ring to liner; incorrect seating of the retaining ring; rotation of the liner within the shell after implantation. Without further info regarding the condition of the liner during implantation, explantation or in-vivo, a root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.